Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, damaged at the distal section, entangled, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing forces that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces that exceeded the implant¿s yield strength. The non-terumo neuro microcatheter used in the procedure was found to be damaged at the distal end, which may have caused or contributed to the reported complaint. H1: correction.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil was prepped and checked with detacher before introducing into microcatheter. The physician was introducing the coil into aneurysm and felt he lost control of the one-to-one movement of coil. He pulled it back to readjust and realized something was wrong. The coil would not pull back into microcatheter. Physician kept pulling and only the coil pusher came out. He placed a stent to help hold other coils in aneurysm as he pulled the microcatheter out with the rest of the coil. None of this coil was left behind in the body. He was able to pull in all out by pulling the microcatheter. No injury to the patient.